Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device met dimensional specifications as received. The evaluation revealed that the returned screw is broken in half with a damaged tip and threads. At this time, the cause is undetermined as to why the screw broke post-op after 3 months of implantation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that an acl was performed on (B)(6) 2016 with a 5x50 arthrex biodegradable and arthrex biodegradable interference screw. The patient started with pain and the surgeon intervened on (B)(6) 2016 for a revision where we found the biodegradable interference screw split in two parts. One arthroscopy and one open part was removed and a new interference was placed, this time titanium (10x30 arthrex). Patient: (B)(6) male. Patient is stable and doing fine.